Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient went to bed at approximately 11:00 pm. During the night, his receiver alerted him to "low readings." Upon waking on (B)(6) 2025, the receiver displayed an estimated glucose value (egv) of 320 mg/dl, prompting the patient to administer insulin. There is no documentation indicating whether he experienced symptoms or confirmed the reading with a bg check prior to treatment. Approximately one hour later, the receiver again showed "low readings," and the patient consumed snacks. Again, there is no mention of symptoms or a bg check at that time. At around 4:00 am, the patient¿s wife was awakened by the receiver¿s "low alert" alarm and found him actively seizing. Emergency medical services (ems) were called and arrived shortly thereafter. A manual bg reading taken by ems showed a value of 22 mg/dl. The patient was transported to the hospital. Upon arrival at the emergency room, the patient¿s cgm and insulin pump were removed. An intravenous (IV) line was placed, and he was administered dextrose ("sugar water") via IV. The patient was discharged on 10/14/2025. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.